Event description:
Patient admitted for abdominal pains. Upon further exam, CT abdomen noted device appears located anteriorly in peritoneal cavity of the inferior pelvis. During laparoscopic cholecystectomy, metallic foreign body in the omentum adjacent to the sigmoid colon was found and removed. Follow up CT abdomen was performed s/p 2 days lap chole - results stated tip of right fallopian tube coil retained within isthmus of fallopian tube. Other segments of fallopian coil removed. Left fallopian tube coil in normal position.